Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformance's or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2021, the patient was implanted with one biomimics 3d stent (a 6 x 80mm stent) to treat a denovo lesion of the superficial femoral artery (sfa) middle third to sfa distal third segment in the right leg. A contralateral approach was used and the lesion was prepared using atherectomy and pre-dilated with percutaneous transluminal angioplasty (pta). The lesion was post-dilated with pta. The site reported that on (B)(6) 2022, a restenosis of treated segment (target lesion) was identified. It was reported as not related to the device or the procedure but due to a worsening of the pre-existing condition and it was reported as target lesion related. The intervention took place on (B)(6) 2022 and consisted of pta/standard balloon angioplasty and laser atherectomy of the sfa distal third to proximal popliteal segment. This was reported as a target lesion revascularisation (tlr)/target vessel revascularisation (tvr). This event was reviewed by veryan on 19-dec-22 and considered possibly related to the device. The patient outcome was reported as resolved/recovered and the device remains implanted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with one biomimics 3d stent (a 6 x 80mm stent) to treat a denovo lesion of the superficial femoral artery (sfa) middle third to sfa distal third segment in the right leg. A contralateral approach was used and the lesion was prepared using atherectomy and pre-dilated with percutaneous transluminal angioplasty (pta). The lesion was post-dilated with pta. The site reported that on (B)(6) 2022, a restenosis of treated segment (target lesion) was identified. The patient experienced right leg extremity (rle) claudication. It was reported as not related to the device or the procedure but due to a worsening of the pre-existing condition and it was reported as target lesion related. The revascularisation on the rle in-stent restenosis (isr) took place on (B)(6) 2022 and consisted of pta/standard balloon angioplasty and laser atherectomy of the sfa distal third to proximal popliteal segment. This was reported as a target lesion revascularisation (tlr)/target vessel revascularisation (tvr). This event was reviewed by veryan on 19-dec-22 and considered possibly related to the device. The patient outcome was reported as resolved/recovered and the device remains implanted.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and claudication/leg pain are listed in the biomimics 3d instructions for use and are known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.